Manufacturer narrative:
(B)(4).

Event description:
It was reported that two days post the implant procedure, the atrial lead perforated the patient. A pericardiocentesis was performed to address the issue.

Manufacturer narrative:
(B)(4).

Event description:
Additional case information reported that the patient had developed a hematoma in the pocket area and a pericardial effusion was also noted. The patient deceased on (B)(6) 2015 but the physician did not believe that the perforation contributed to the patients death because he had many other comorbidities.